Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they loaded q-CPR software and afterwards the unit would not power back on. There was no pt involvement.